Event description:
The lay user/patient contacted lifescan alleging the meter displays error 1 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that on (B)(6) 2010 at 9:30pm, he obtained blood glucose readings of "114 mg/dl" with the subject meter and "72 mg/dl" on another device (a different onetouch ultralink meter), performed within 30 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <= 30 mg/dl. The patient informed the cca that he manages his diabetes with insulin. It is not known what action, if any, the patient took regarding his diabetes management at the time he obtained the alleged inaccurate result. The patient claimed that on 1:00am on (B)(6) 2010, he felt sweaty; a symptom he associated with a low blood glucose. The patient denied receiving medical treatment. At the time of troubleshooting, the patient claimed that the subject test strip vial was cracked and/or broken. Replacement products were sent to the patient. This complaint is being reported because the patient claims he developed symptoms suggestive of severe hypoglycemia after obtaining an alleged inaccurate high blood glucose result with the subject meter.

Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case failed testing. On performance testing with control solution the results were found to fall above the labeled range. High readings can be due to a number reasons examples being exposure of the test strips to moisture and incorrect label information. A secondary issue was found, the vial rim was broken. Therefore, the complaint is confirmed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 132 mg/dl, 188 mg/dl, 306 mg/dl, and 222 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.